Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 10.0 mmol/l. Caller stated that the customer was going high over night. Caller also stated that the insulin pump was alarming to delivery and the infusion set cannula was bent. Troubleshoot was performed and the insulin pump appears to be working correctly. Nothing further was reported.